Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a frequently used tower door was misaligned and caused the door to fail. Door 3 was affected in the oncology care area. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door was failed. The field service engineer (fse) performed corrective action by applying conductive grease to the latches. After the application, the latches were tested. The unit operated successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.